Manufacturer narrative:
B4:16aug2021. The user interface (ui) front bezel assembly was returned for failure analysis. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the ui (user interface) front bezel assembly into in the fi test interlink electronics rotary membrane potentiometer pre-load tester to verify and test the functionality of the nav-ring (navigation-ring). The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.

Manufacturer narrative:
Date of report: 21jun2021. There was no patient involvement.

Event description:
The customer reported that when a pre-use check was conducted a numerical value was going up and down on its own at the time of changing a set value. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no medical intervention reported and no delay to patient therapy. The philips field service engineer (fse) evaluated the device and confirmed the reported problem. The fse replaced the front bezel equipped with the navigation ring. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.